Manufacturer narrative:
E1 - address 1 : (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image display during maintenance of an olympus colonovideoscope. No patient involvement was reported.